Event description:
Tubing separation reported. Report received from abbott international affiliate, abbott japan, which states: "while it was used by premature infant, the tube came off the male adapter and about 16cc blood leaked." Add'l info received from abbott japan stated: "on april 01, the t-connector was begun to be used. On april 11, during the monitoring of arterial tension of the pt, the tube came out of the joint point and about 16cc blood was lost. Because of the alarm of the monitoring device, the doctor immediately noticed the event and stopped the bleeding by astriction. After three days from the event (04/14/00), hemoglobin value fell down to 9.0g/dl and the pt was given a blood transfusion. On april 15, the pt recovered." The report also indicates that "the customer continued to use the device with the pt for 11 days and drew blood from the injection port for 15-20 times." The device was used to infuse imipenem cilastin sodium 16mg IV from april 05 to april 14. The indication was "infectious disease". No add'l info was available.